Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals which resulted in pacing inhibitions and two inappropriate electric shocks. No additional adverse patient effects were reported. At this time, this device remains in service.